Event description:
A hosp nurse reported that while using a gastroscope during a procedure, the insertion tube bent and collapsed. Black dots appeared on the image partially occluding the view. The procedure was terminated and there were no injuries related to the occurrence.